Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy tests. The pump had a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the customer believed he received a larger bolus than he requested and ended up with a severe hypoglycemic even that led him to hospital admission. His spouse found him unresponsive. The paramedics came and checked his blood glucose. Customer's blood glucose level was 42 mg/dl. The paramedics treated him with a glucagon shot. The customer was hospitalized on (B)(6) 2017. They placed him on glucose drip and EKG. The customer was not wearing the insulin pump at the time of hospitalization. The customer was off the insulin pump less than 48 hours. The customer believed the insulin pump was over delivering. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.